Event description:
A nurse reported there was low aspiration/suction while in I/a during the procedure. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable information becomes available. (B)(4).